Manufacturer narrative:
Investigation of this case included review of the information provided by the user. The event was associated with missed meal announcement behavior and subsequent glucose correction patterns. No device malfunction was confirmed based on the available information. It was concluded that the event was consistent with a use-related hypoglycemic event. If the device is returned, a physical evaluation will be performed and a supplemental MDR will be submitted if applicable.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 53 mg/dl. Prior to emergency response, the user treated the low blood glucose with oral glucose without assistance from a caregiver. The user was treated by ems with intravenous dextrose, was not transported to the hospital, and recovered the same day with continued ilet use.